Manufacturer narrative:
A steris service technician arrived onsite to inspect the amsco 400 sterilizer and the technician found that a bolt on the ck-5 valve of the water manifold had broken. As the bolt had broken, water was able to leak onto the floor subsequently causing the reported event to occur. The user facility has requested that steris perform the necessary repairs. Once the repairs are completed, the unit will be returned to service. No additional issues have been reported.

Event description:
The user facility reported that their amsco 400 sterilizer was leaking water onto the floor. No report of injury.

Manufacturer narrative:
On (B)(6) 2019, the technician replaced the bolt, tested the unit, confirmed it to be operating according to specifications, and returned it to service. No additional issues have been reported.